Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
A pulse field ablation procedure was completed with a farawave catheter. The day following the procedure the patient died, the cause of death was unknown. The patient went to the emergency department at a different hospital the day after the surgery because he was in vt storm and had 30 shocks from ICD. The patient was admitted to a different hospital the week before also for vt storm. The physician believed the patients atrial fibrillation (a fib) could be degenerating into the vt and they were trying to fix the a fib to see if that helped. The physician did not believe the pulse field ablation had attributed to the death. No st elevation issues in case. He stated there were no events in the pfa case the day before and the patient was discharged home. The patient had vt storm multiple times and had multiple hospital visits due to the vt storm. The ablation was the last effort to keep the patient out of a fib just in case a fib was degenerating into the vt. The device is not expected to be returned.